Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.